Event description:
Boston scientific received a patient verification form in medical records that was filled out by the patient's brother-in-law. The form had a hand written list of medical conditions the patient had, such as: open heart surgery, slight stroke, pacemaker left side, pacemaker right side, punctured lung, pneumonia, infection, bacterial blood infection and sepsis. The form stated the patient passed away in early (B)(6) 2013 (approximately two months post-implant). Additional information was received from the field representative. He stated the list of conditions would not have been a result of the implant procedure as the physician's office was not aware of these conditions or the patient's death. The field representative confirmed the device was not available for return.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.